Event description:
It was reported that separation occurred at the vamp reservoir. Customer had seen several occurrences in the last few months, reportedly.

Manufacturer narrative:
Device has not returned for eval.